Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received several inappropriate shocks. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to sensing integrity counter (sic) and high rate non-sustained episodes. The rv lead remains in use. No further patient complications have been reported as a result of this event.